Event description:
The customer reported that the device with a battery out of service / replacement with a battery for a plum a+ / it does not hold the charge/ sent to the manufacturer. A review of the device log during testing showed the n56 (replace battery) and n252 (depleted battery) messages. The device powered up and displayed the battery depleted message with battery icon empty. The device was connected to a/c power and a message to keep the device plugged into a/c was displayed. The device passed a self-test on a/c power. When disconnected from a/c, the device displayed a depleted battery message and powered off. The battery was replaced and the change battery soft key was pressed. The device then passed testing. The complaint was confirmed and the probable cause was determined to be a combination of a depleted battery and the change battery option not keyed which is associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.